Event description:
It was reported to the manufacturer that a customer encountered difficulties during use of a detachable coil: the first coil [subject device] unexpectedly detached during the embolization of an anterior communicating artery. The physician retrieved the coil using a snare. A second coil used became stretched and was also removed from the patient using a snare. There were no reports of patient complications due to this event. Patient's post procedure condition was reported as "good".

Manufacturer narrative:
Another detachable coil used in this procedure is referenced in MFR. Report #2939204-2008-00155.